Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #01627138 product not returned for evaluation. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 116-300mg/dl. Customer stated this morning he thought his meter was reading 682mg/dl (unknown if fasting or non- fasting, customer was informed that the meter cannot read past 600mg/dl on the display). The customer did report symptoms of feeling dizzy and sick to his stomach. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was not performed. The test strip lot manufacturer's expiration date is 7/25/2020 and open vial date is 1-2 months ago. The meter memory was reviewed for previous test result history. Result 1: 344mg/dl date: 2/12 time: 6:07pm fasting . Result 2: 289mg/dl date: 2/12 time: 1:10am fasting. Result 3: 330mg/dl date: 2/11 time: 1:23am fasting . Result 4: 208mg/dl date: 2/10 time: 1:12am fasting . Result 5: 112mg/dl date: 2/10 time: 7:15am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 116-300mg/dl. Customer stated this morning he thought his meter was reading 682mg/dl (unknown if fasting or non- fasting, customer was informed that the meter cannot read past 600mg/dl on the display). The customer did report symptoms of feeling dizzy and sick to his stomach. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was not performed. The test strip lot manufacturer's expiration date is 7/25/2020 and open vial date is 1-2 months ago. The meter memory was reviewed for previous test result history. (B)(6).